Manufacturer narrative:
A1, 2, 3, 4; b4, 7; g1, 3, 6; h2, 3, 6 h3: ge healthcare's (gehc) investigation has been completed. The gehc field engineer confirmed that required magnetic field warning signage was in place on mr scan room doors, preventative maintenance (pms) were up to date for the system and system performance tests were meeting specification prior to the patientâ¿¿s scan. The signa artist operator manual safety section provides information on proper patient screening and clinical evaluation of patients with implanted devices along with help to determine whether mr conditional criteria are met. Gehc was not provided with sufficient evidence to prove appropriate clinical decisions were made, appropriate mr conditions were met, or the patientâ¿¿s physical condition would allow for a safe mr scan. Therefore, the most likely root cause is identified as inappropriate clinical decision based on the limited available information but cannot be confirmed. No further actions are planned by gehc.

Manufacturer narrative:
A1,2, 3, 4, 5, 6: patient information was requested on 3/25/2023, 3/30/2023, 4/6/2023, 4/10/2023, 4/18/2023 and 4/19/2023 but no information has been received. D4 unique identifier: (B)(4). D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient was scanned with an implanted defibrillator. During the scan, the patient went into cardiac arrest. Resuscitation was attempted, but the patient expired.